Manufacturer narrative:
Additional information, including initial reporter, is not yet available. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the device could not be switched on. This is attributed to the faulty power supply unit, switch needs replacing. Functional check, test run, and safety check were performed. The device will be fully functional per the original equipment manufacturer¿s standards after replacement of the power supply unit. This is a loaner device, as such it is likely that wear and tear is responsible for the failure of the power supply unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the device was observed to have no function. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The requested data for personal information of initial reporter cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The event date is not available. The device was not dropped nor came in contact with a hard surface or sharp corner.